Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240/2367 and system error, which occurred on the homechoice (hc) during dwell 6/6. The home patient (hp) stated a supply bag became disconnected. Product surveillance contacted the hp on (B)(6) 2010. Per the hp, a supply bag fell during therapy for reasons unknown. Per the hp, the space for the bags is adequate and he denies stacking the solution bags. The hp notified his nurse of this report. No patient injury or medical intervention was reported. The hp is continuing therapy as usual. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.